Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's eye due to unspecified "mechanical issue" approximately 8 months post implant. Another lens of same model but different diopter power was implanted successfully. Additional information was requested, but has not been received.

Manufacturer narrative:
Visual inspection found the lens is in two pieces and the optic cut in half. Two haptics attached to each piece of the optic and the haptics not bent. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, it is possible that refractive error associated with pre-op biometry error or lens power calculation was the likely cause of the event.